Event description:
The user facility complained the product drifted. Twenty four to forty eight hours after the catheter was placed, it was removed. Upon removal it read -10. No pt injury was reported.